Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturer representative and their concerns were resolved and they do not have any concerns with their device or therapy.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported that the patient was having telemetry issues and a device overdischarge was suspected. It was noted that the last successful recharging session was 6-12 months prior to report. An antenna locate was performed and the patient was able to get between 2 and 4 coupling bars. It was reported that no power on reset message was seen. It was noted that it had always taken the patient a long time to recharge, but he was able to 8 coupling bars previously. Additional information stated the patient had a communication problem with their device and their implantable neurostimulator (ins) was reported to have been 'dead.' It was also reported an ins overdischarge was suspected and the last time the patient felt stimulation was one to two months prior to report. It was stated the last successful recharging session the patient had was two to six months prior to report. It was noted the patient did not have a programmer to check their ins and when the patient attempted to use the antenna locate feature, a power-on reset (por) condition was displayed on their recharger. The patient's recharger screen was reportedly frozen on the por 'call doctor' screen. It was reported the patient had been having difficulties charging and after receiving a new recharger antenna, the patient was still having issues. It was reported that since the patient's implantable neurostimulator (ins) was recovered from a power-on-reset (por) condition, the patient felt a 'pounding' (not a vibration) sensation going down their right leg. It was noted that while the patient was lying down and charging, the ins turned itself on (when the battery was charged to ¾ full). The patient stated that they did not turn the device on themselves. It was determined through the use of the recharger that the ins was off. The patient was advised to meet with their physician because they felt stimulation even though the device was off. Additional information received reported that "the other night" the patient's ins 'came on automatically' and the patient could not shut it off. It was reported the patient met with the manufacturer's representative and had their device turned off and was informed that the ins needed to be replaced. The patient also experienced a loss of therapeutic effect and that it did 'not worked period.' It was noted that the patient had not charged the device in over a month. The patient was unable to turn the ins on and reported their stimulation was turning off.